Event description:
It was reported that immediately post-implant, there was oversensing noted. Sensing difficulty was also indicated. The pocket was re-opened and connections checked, with the same result. The device was explanted and replaced, and the problem was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Visual analysis observed rv (right ventricular) grommet damage.